Manufacturer narrative:
The t:slim user guide also states: never fill your tubing while your infusion set is connected to your body. Doing so can result in unintended delivery of insulin, which can result in serious injury or death.

Manufacturer narrative:
Per the t:slim user guide: refer to your infusion set instructions for proper insertion and cannula fill amount. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently filled the cannula with 0.7 units instead of 0.3 units. Tandem technical support confirmed that the extra insulin had been delivered and may impact the customer's blood glucose (bg) level. The current bg level was 134 mg/dl. The customer declined tandem technical support's offer to follow-up.